Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. :

Event description:
It was reported that after deploying t1, the t2 deploy prematurely. It was reported that after deploying t1, the t2 deploy prematurely. The malfunction was solved with a delay shorter than 30 minutes and no further complications using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.